Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella® with lidocaine, skinvive¿ by juvéderm, juvéderm® volux¿, juvéderm¿ voluma¿ with lidocaine, and juvéderm® volift¿ with lidocaine. About three months after injection, patient developed nodules on the left lower lip and chin. Patient has since continued to develop nodules that have grown in size and number along with swelling and induration in almost all filler injected areas. Unspecified treatment has been started and event is ongoing. This record captured juvéderm® volux¿.